Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple instances of low blood glucose (bg) levels of approximately 40 mg/dl. Reportedly, the customer believes basal rate settings need to be adjusted. Reportedly, the customer required assistance from partner to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.